Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the error message "cannot calibrate o2" displayed on the central control monitor. Error code 17 (blender mechanical failure) appeared in the aux tab. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.